Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual inspection found full breach outer insulation degradation adjacent to the connector boot. Electrical tests did not find indication of conductor fractures. However, an internal short was noted between conductor paths due to procedural damage.